Event description:
The manufacturer received information alleging upper half of the screen became dark during use of a trilogy 100 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not duplicated by operational checking performed, and it was confirmed that the screen display was readable. In addition, the error log was checked, and it was confirmed that no error indicating a device failure had been logged. Based on the situation at the time of the event, it has been determined that a temporary failure occurred in the systems lcd. The repair was canceled, and the device will be scrapped. The faulty lcd will be removed from the device and returned to the manufacturer service center for further investigation of the failure. Confirmed the software version is 14.1.03. If any additional information is received, a follow-up report will be filed.